Manufacturer narrative:
Pc-(B)(4) date sent: 3/22/2024 d4: batch #279c59 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received with 2 drivers up and the swing tab broken, making the reload nonfunctional. In addition, the reload was damaged in on the swing tab area. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 279c59, and no non-conformances were identified. The lot#321c68 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, firing lever was stiff, and the device could not be fired at 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.